Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h4, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. No visual anomalies were noted. The catheter was connected to the tactisys quartz unit. Proprietary software was used to view the 10-pin eeprom payload, and no anomalies were noted. No open or short circuits were detected during electrical testing. Microscopic inspection of the distal shaft revealed no anomalies. The first use date of this device (as determined by the eeprom) and the reported event date do not match. The cause of this date discrepancy remains unknown. The reported event of a magnetic sensor issue could not be confirmed. The magnetic sensors met specifications during electrical testing with no open or short circuits detected, the 10-pin connector eeprom met programming specification. The device history records for each possible batch number (10600435 or 10685679) were reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a premature ventricular contractions procedure, there was a communication issue with the tactiflex catheter resulting in a delay. When the catheter was inserted into the heart and connected to the tacisys and ensite, the se indicator remained red and the navigation was not displayed. No error message was displayed. The catheter was reconnected to the ensite and the ensite was restarted, but the se function was not recognized. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.